Manufacturer narrative:
A direct correlation between the reported event and heartmate ii lvas, serial number pump could not conclusively be determined through this evaluation. The heartmate ii lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate ii lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for leg bleeding and infection. Patient's hemoglobin and hematocrit (h&h) slowly decreased since (B)(6) 2019. Patient received 2 units of blood on initial presentation to the hospital on (B)(6) 2019. On (B)(6) 2019, esophagogastroduodenoscopy (egd) confirmed gastrointestinal bleeding. It showed diffuse gastritis with small areas of oozing. No areas were cauterized. Patient was on omeprazole 20 mg daily. Patient is stable and there was no need for additional blood products. No further information was provided.